Manufacturer narrative:
Section a2, a4 and a5: requested but not provided. Section d6a: if implanted, give date: not applicable, as the liquid optics interface is not an implantable device. Section d6b: if explanted, give date: not applicable, as the liquid optics interface is not an implantable device. Section h3-other (81): the liquid optics interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their cone had a scratch going across the lens. No patient injury reported. Procedure was completed successfully. No further information provided.

Manufacturer narrative:
Through follow-up, it was learned that there was no patient contact with the scratched lens. The reportability of this case was downgraded, and no additional information will be provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.